Event description:
It was reported that the patient ¿knew¿ the catheter ¿came out¿ on the (B)(6). The patient reportedly could not lift her feet off the floor, her legs were ¿on fire, everything was burning,¿ she could not sit still and was crying. The patient stated, she was at her shore house at the time and her spouse brought her home and ¿they said the tube came out.¿ the patient was not happy and dissatisfied with her current physician and was seeking another. The patient was put back on pills and the patient and health care provider had been ¿arguing¿ about what to do. Reportedly, the physician wanted to ¿do it right away¿ and then thought it was not safe and now he was not sure. The patient was ¿tired of the crap¿ and stated ¿this thing needs to come out¿ or she needed to find a physician that was willing to ¿fix and maintain it.¿ the patient communicated with the physician that the tube was giving her incredible backaches and the physician ¿does not want to do anything about it.¿ in addition, it was reported that the physician was not happy that he had to continue to do pain management again when the patient was to have the pump. The patient stated, the physician wanted to try a ¿risky way¿ to secure it but she did not want the physician to try ¿new things on me, I am not a guinea pig.¿ this device system delivered morphine at the time of the event. However, since the catheter was no longer sitting in her spinal cord, the pump had been turned down to the lowest possible setting.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).